Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump received in stuck motor error loop during bolus and basal delivery. Unable to verify alarm in alarm history screen due to overwritten history file. Unable to perform the excessive no delivery test and occlusion test due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
The customer stated that the insulin pump alarmed motor error. Prior to the event, he was changing his set. The blood glucose reading was 352 mg/dl. The pump was not exposed to a strong magnetic field or an MRI. The customer does not use the sensor feature. During troubleshooting, the customer was able to rewind the pump and the alarm cleared with the esc/act button. He was advised to discontinue use of the pump and revert to a back up plan. The customer did treat his blood glucose with the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.